Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 93 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
D10, h3 h10: device evaluation for this issue was submitted on follow-up #1 for 3013756811-2020-41493.